Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 18-jul-2023 investigation summary customer returned (1) used bd safeclip and one empty safeclip packaging box that does not pertain to safeclip returned. It was reported by the consumer that their bd sage clip device is stuck and cannot clip anymore needles and damaged. The safeclip visually examined and observed no damages. The returned sample was examined, and it was observed that the cutter hole was blocked with previously clipped cannula (see attached photos); additional cannula could not be inserted into the receptacle due to the blockage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Unable to perform DHR/bhr review results for damaged (rattled) due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported while using an unspecified bd safeclip it was jammed. There was no report of patient impact. The following information was provided by the initial reporter: I purchased a bd safe clip to clip the needles off my syringe. I was able to clip 21 needles and now the device acts like one is stuck and I cannot clip anymore. When I bought it, it rattled as though there were needles inside of it. I thought it would be a "testing" thing that is done, like inspected by is usually completed on most products.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd safeclip it was jammed. There was no report of patient impact. The following information was provided by the initial reporter: I purchased a bd safe clip to clip the needles off my syringe. I was able to clip 21 needles and now the device acts like one is stuck and I cannot clip anymore. When I bought it, it rattled as though there were needles inside of it. I thought it would be a "testing" thing that is done, like inspected by is usually completed on most products.